Event description:
The customer reported that the device was intermittently powering up while in pacing mode. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.